Manufacturer narrative:
Sc-6412-3 (sn (B)(6)). The returned charger was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The light emitting diode (led) of the charger turned green when it was fully recharged with the associated base station and power supply. The charger passed the functional test, and it was able to fully charge depleted known good implantable pulse generator (ipg) to 4.0vdc in four hours. The end of charge double beep was generated as expected. No anomalies were observed during the temperature test. The charging system exhibits normal characteristics.

Event description:
It was reported that the patient had a burn. The physician provided wound care to patient.

Event description:
It was reported that the patient had a burn. The physician provided wound care to patient.